Event description:
Initial result for a patient creatinine was 0.0 mg/dl. When repeated, the result was 1.1 mg/dl. The incorrect result was not used to guide therapy. The field service rep. Repaired the instrument by replacing a malfunctioning syringe.